Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000138. Product ID: bi71000159. Product ID: bi71000503. Product ID: bi71000144. Product ID: bi71000135, UDI#: h3) a system checkout was performed under a different case and the damaged covers were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery, a drape got stuck within the gantry. The site attempted to open the system manually, but could not get the green bolt aligned in the window. The site was to unable to perform manual open due to rigid tension within the system and did not wish to press further. It as noted that they were able to move the system away from the patient, but no other information available at the time of call. The site reported the system was down. There was a delay of less than one hour. There was no impact on the patient's outcome.